Event description:
It was reported that during intra-aortic balloon (iab) therapy, the membrane did not fully inflate. The iab was replaced and therapy continued. There was no reported patient injury.

Manufacturer narrative:
Serial number: (B)(4). The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. Several catheter tubing kinks were observed along its length ranging from 40.9cm to 76.5cm from the iab tip. Additionally, a catheter tubing/inner lumen kink was also observed closest to the y-fitting approximately 67.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extender and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate fully. The condition of the iab as received indicated several catheter kinks, including a catheter tubing/inner lumen kink. We are unable to determine when these kinks occurred, however, these kinks restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformance's were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the membrane did not fully inflate. The iab was replaced and therapy continued. There was no reported patient injury.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the membrane did not fully inflate. The iab was replaced and therapy continued. There was no reported patient injury.